Event description:
It was reported that device detachment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During crossing, the distal marker was seen in the lima but by the time the more proximal marker (transducer) was reached, the catheter folded on the monorail like it was prolapsing. When the physician tried to pull back the catheter on the wire, there was resistance and suddenly the catheter snapped and started spinning. The catheter and entire guide system were removed together, and the procedure successfully completed with another of the same device. There were no patient complications.

Manufacturer narrative:
B3 - date of event: used approximate event date of 01/01/2023

Event description:
It was reported that device detachment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During crossing, the distal marker was seen in the lima but by the time the more proximal marker (transducer) was reached, the catheter folded on the monorail like it was prolapsing. When the physician tried to pull back the catheter on the wire, there was resistance and suddenly the catheter snapped and started spinning. The catheter and entire guide system were removed together, and the procedure successfully completed with another of the same device. There were no patient complications.